Event description:
One touch profile meter was reading inaccurately erratic. Patient reported blood glucose results of 1.2 mmol/l, 2.4 mmol/l, 15.0 mmol/l, and 9.9 mmol/l with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of 20%. The patient reported no reaction or color change with the test strips. Patient confirmed that the test strips were not expired, stored imporperly or opened longer than the discard date. There was no evidence of a meter malfunction. Patient did not have a check strip to perform troubleshooting. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the test strips malfunctioned and that could be the reason for imprecise glucose results.